Manufacturer narrative:
The returned display assembly is found to be defective.

Manufacturer narrative:
Investigation of the returned meter found several black lines and spots. The results are not clearly readable. There were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation and the flex cable connection was checked and was found to be correct. The display assembly was removed and replaced with a fully functional display assembly. The meter performed as expected with an exchanged display.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. There were lines on the display that impede the results field. There was no actual misinterpretation of any result.